Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image displayed could not be confirmed. However, it¿s likely the cause is related to a defective patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective printed circuit board component. Another issue with the device was that it lacked the universal serial bus rubber piece. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus during preparation for use, the evis exera iii video system center was identified as having no display image. There were no reports of patient harm associated with this event.